Event description:
On (B)(6)2010, just before 12:00 noon, a senior biomedical engineer, was checking in alaris (care fusion) pumps that had returned after repair from aiv inc. One of the pumps turned on with an error code and sounded as if hardware was loose. He opened the pump to examine what was wrong and indeed found loose hardware and also that there was black silicone rtv holding the contacts of the "free flow protection circuit" in place, not allowing the contacts to separate in the event that the unit encounters an impact. When this circuit opens, due to impact, it is supposed to give an error code and make the pump unusable; the insertion of the rtv holding rendered the free flow protection mechanism inoperable. Free flow protection for infusion pumps is mandated by the FDA and a national pt safety goal. Some of the repairs performed on these infusion pumps rendered the free flow protection mechanism inoperable. Engineers checked other pumps sent back by (B)(6) as well as other pumps in use that may have been repaired previously by (B)(6). A total of 34 pumps (not including sequestered) were found to be inappropriately serviced. Biomedical engineering contacted senior leadership and interim safety precautions were put in place.